Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a shutter error message displayed and the laser stopped after one second of treatment. The treatment was aborted and repeated a few weeks after initial treatment. Additional information requested.

Manufacturer narrative:
Review of the logfile for the day of treatment shows all laser system functions were within specifications for the respective treatment. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user skipped the gas change, skipped the scanner test and performed the necessary energy, eye tracker and fluence test without any issue. The logfile shows successfully performed treatments. During the treatment phase of reported treatment after successful center test shows a warning message. This warning is due to the laser pedal is not pressed enough. After that the user performed the center test again without reason and the message appeared again. After several times of center test, treatment running and treatment stopped, the user aborted the treatment. The user restarted the aborted treatment and finished it without other issues. So there is no technical problem and the reported laser stopped during the treatment is due to the user press the center pedal instead of the laser pedal and after the user aborted the treatment. The root cause is user handling. The manufacturer internal reference number is: (B)(4).